Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, an aborted shock for electro magnetic interference was observed. The patient denied being around any sources of emi. Isometric exercises were performed and no noise was reproduced. Physician discussed the episode with the patient and explained that further episodes would be seen on merlin.net. No programming changes were made. Patient was stable and will continue to be monitored.